Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient last charged the ipg approximately a year ago. The ipg would no longer communicate with the patient programmer and charger. Surgical intervention is planned to address the issue.

Event description:
Additional information was received that the ipg was explanted and replaced. Effective therapy was established postoperatively.